Manufacturer narrative:
Lot#: was not provided during initial report. Additional info has been requested. Implant remains in pt. Subject device has been received and is currently in the eval process. Synthes is unable to determine mfg date without a lot number.

Event description:
Removable extension arms were implanted for a cranial vault expansion. The family of pt reported that the removable extension arms broke in the middle. Desired distraction could not be achieved. Another procedure will not be scheduled. This was an off-label use of the device.